Event description:
The reporter indicated the system diagnostics, during a routine office visit resulted in high impedance. The flashcard data was received with programming history. The high impedance diagnostic indicates a possible lead malfunction. No pt adverse events or trauma have been reported. Good faith attempts are in progress for additional info and awaiting results.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, no gross lead discontinuities visualized but noted the lead pin appears to not be fully inserted. Device malfunction is suspected, but did not cause or contribute to a death or serious injury.